Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 16058324. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 16058324. UDI: (B)(4).

Event description:
It was reported that the patient's spinal cord stimulator (scs) leads were cut during a spinal fusion procedure. The physician stated that the patient was not getting pain relief. It was also stated that the patients implantable pulse generator (ipg) was protruding through the skin and keeps getting bumped causing pain. The patient underwent a procedure wherein the ipg and leads were explanted. The explanted device were retained by the medical facility and will not be returned.